Manufacturer narrative:
The device will not be returned to heartware for analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00212 and 3007042319-2014-00216) submitted for devices related to the same event. Product is not available for return.

Manufacturer narrative:
After further review of additional information received has been updated accordingly. Approximately five months post implantation the patient was hospitalized for inadequate flow rates of his rvad resulting in multiple alarms. He had reportedly been having low hvad flows for the past month. Prior to hvad implantation the patient had received a heart transplant but went into rejection due to noncompliance with medications, smoking, and physical inactivity. The vad's were implanted after the transplanted heart was rejected as a last resort. Post bivad implantation the patient remained noncompliant with medications and continued to smoke. The patient's right heart had reportedly been problematic prior to the implantation and when the rvad was implanted it was reported to have had poor flows from the outset requiring a slower than normal set speed. During the patient's hospitalization his rvad speeds were adjusted multiple times and several echocardiograms were performed. The latest echocardiogram results revealed that there were no clots in the pump and that the inadequate flow rate was a result of the right side of the heart collapsing. The patient was reported to be symptomatic despite multiple blood transfusions, inotropic support and peritoneal dialysis. The medical team did not consider him a suitable candidate for transplant due to the patient's persistent sacral decubitus ulcer. He was transfused again and hospital staff reattempted to manipulate flows for the rvad unsuccessfully. The patient reportedly suffered episodes of supraventricular tachycardia and his rvad ceased to function. The treating physician believed the patient's prognosis to be poor and support patient via inotropic and heparin infusions. Early the next morning flows to the lvad reportedly ceased and the patient went into a pulseless electrical activity (pea) rhythm. Hospital staff followed advanced cardiovascular life support (acls) protocol for forty-two minutes with no effect. The treating physician and family finally made the decision to stop resuscitative effort and the patient was officially declared dead. The cause of death listed on the death certificate is listed as rvad failure followed by lvad failure, and cardiac arrest. The pumps and the controllers were not returned to the manufacturer for analysis. This event is believed to be related to the heartware device by the treating physician. Investigation is ongoing. This is one of two reports (3007042319-2014-00212 and 3007042319-2014-00216) submitted for devices related to the same event.

Event description:
Approximately five months post implantation the patient was already hospitalized for an unknown condition when hospital staff reported hearing low flow alarms. He had received a heart transplant prior to having the vad's ((B)(4)) implanted but went into rejection due to noncompliance with medications, smoking, and physical inactivity. The vad's ((B)(4)) were implanted after the transplanted heart was rejected as a last resort. Post bivad implantation the patient remained noncompliant with medications and continued to smoke. The patient's right heart had reportedly been problematic prior to the implantation and when the rvad ((B)(4)) was implanted it was reported to have had poor flows from the outset requiring a slower than normal set speed. When hospital staff attempted to increase flows for the rvad ((B)(4)) it caused the right ventricle to flatten, ceasing flow to the rvad. An echocardiogram was performed and it revealed that there were no clots in the pump and that the inadequate flow rate was a result of the right side of the heart collapsing. The patient was subsequently placed on a heparin bridge despite having a therapeutic inr. Subsequently flows to the lvad reportedly ceased and the patient went into a pulseless electrical activity (pea) rhythm. Hospital staff followed advanced cardiovascular life support (acls) protocol but the patient never recovered. No autopsy was performed and the pumps ((B)(4)) and the controllers ((B)(4)) will not be returned to the manufacturer for analysis.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. Patient received a heart transplant, however, the transplanted heart was rejected and the patient was implanted with the bivads. The patient's right ventricle collapsed and flows to the rvad significantly decreased. Patient subsequently expired. The controllers and pumps were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via controller log file analysis which revealed multiple 'low flow' alarms. Additionally, the logs indicated trends of intermittent suction and power consumption below the normal operating range. Clinical factors that may have contributed to the reported event include the patient's noncompliance with medications and smoking. In addition, the patient's right heart had reportedly been problematic prior to the implantation and when the rvad was implanted it was reported to have had poor flows from the outset requiring a slower than normal set speed. When hospital staff attempted to increase flows for the rvad it caused the right ventricle to flatten and flows to the rvad significantly decreased. An echocardiogram was performed and it revealed that there were no clots in the pump and that the inadequate flow rate was a result of the right side of the heart collapsing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the 'inadequate flow rate' may be attributed to clinical factors and ventricular collapse. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Per the IFU events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is one of two reports (3007042319-2014-00212 and 3007042319-2014-00216) submitted for devices related to the same event. .